Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to a high blood glucose level of 390 mg/dl. She received a new insulin pump, but believed it did not work properly because her blood glucose levels were high and she could not bring them down. She went back to her old insulin pump and ended up in a diabetic ketoacidosis. The customer received no delivery alarms. She was wearing her old insulin pump at the time of the emergency room visit. The customer was discharged but was not feeling well. Therefore, she was admitted into intensive care unit for four days. The product was not returned. Nothing further to report.